Event description:
It was reported during a colon resection the staples did not form. The surgeon used another tl60 to finish the case. It is unk which firing it was. There was no consequence to the pt.